Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: patient admitted for tonsillectomy and adenoidectomy. IV placed for surgery. Rn went to take out IV and extension tubing dislodged and blood spilled everywhere. There was no manipulation of connection, it was a spontaneous dislodgement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.